Event description:
According to the reporter, during bilateral mastectomy, the surgeon was closing the skin and the suture broke along the suture, not at the swage or at the loop end effector. Running stitch was the suturing technique was used by the surgeon. New suture was pulled to complete the closure. No injury.